Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('frequent stabbing pains on the side of the placement of the essure device') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian agenesis and nickel sensitivity. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), ovulation pain ("intensely painful ovulation that has required ER pain management"), abdominal distension ("abdominal bloating"), polymenorrhagia ("period lasts 2 weeks / very heavy periods/ periods every 2 weeks"), menstruation irregular ("cycles have become irregular"), dysmenorrhoea ("period very painful"), pruritus ("skin is incredibly itchy"), vaginal discharge ("vaginal discharge with a foul odor throughout the month"), alopecia ("hair has been falling out"), migraine ("migraines"), depressed mood ("unusually low mood"), anorgasmia ("inability to orgasm"), urinary tract infection ("more frequent urinary tract infections"), urinary incontinence ("incontinence to the degree that she needs to wear adult diapers"), nausea ("nausea and vomiting before and during ovulation and menses") and vomiting ("nausea and vomiting before and during ovulation and menses") and was found to have blood iron decreased ("very low levels of iron") and body temperature abnormal ("problems regulating her body temperature"). The patient was treated with iron. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, ovulation pain, abdominal distension, polymenorrhagia, menstruation irregular, dysmenorrhoea, pruritus, vaginal discharge, blood iron decreased, alopecia, migraine, depressed mood, anorgasmia, body temperature abnormal, urinary tract infection, urinary incontinence, nausea and vomiting outcome was unknown. The reporter considered abdominal distension, alopecia, anorgasmia, blood iron decreased, body temperature abnormal, depressed mood, dysmenorrhoea, menstruation irregular, migraine, nausea, ovulation pain, pelvic pain, polymenorrhagia, pruritus, urinary incontinence, urinary tract infection, vaginal discharge and vomiting to be related to essure. The reporter commented: the painful ovulation has required ER (emergency room) pain management and an admission for extreme pain management, costing her medical aid large amounts of unnecessary pay outs. She also commented that the irregularities in her menstrual cycle are making her feel incredibly ill. Patient requested information on device removal methods without need of a hysterectomy. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.